Manufacturer narrative:
No product was returned as it was left in-situ and no radiographs were not provided therefore the complaint could not be confirmed. Review of this reported event and similar complaints suggests off-angled excessive force and or implant selection as the likely causes or contributors though no definite root cause can be determined. No additional investigation can be completed. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Care should be taken to ensure that all components are ideally fixated prior to closure..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient...".

Event description:
On (B)(6) 2022 a spinal procedure was conducted and during implantation the implant was fractured. The implant was left in-situ and no issues were reported.